Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 215cc mentor memorygel breast implants. Post-operatively, the patient had a breast lift procedure on (B)(6) 2021. In (B)(6) 2023, the patient experienced suspected bilateral capsular contracture of an unspecified baker grade. As a result, the patient consulted with a medical professional and underwent bilateral removal surgery without replacement on (B)(6) 2023. During the removal surgery, it was discovered that the patient did not experience capsular contracture, but that both of her implants had ruptured. There were no patient consequences or surgical delays reported due to the ruptures discovered during the explantation procedure. This report is for the right implant. Refer to manufacturing report number 1645337-2023-15286 for the contralateral event.

Manufacturer narrative:
On february 26, 2024, mentor received additional information. Date of explant was updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2024, mentor received the device for evaluation as well as additional information. Date of explant was updated to (B)(6) 2023. On january 04, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).